Manufacturer narrative:
(B)(4). Evaluation: results: vessel highly calcified. Multiple pre-dilations and positioning difficulties. Dissection and stent thrombosis. Evaluation codes: conclusion: vessel highly calcified. Multiple pre-dilations and positioning difficulties.

Event description:
A 3.5mm diameter x 15mm length integrity rapid exchange (rx) stent was deployed to the distal right coronary artery. The rca was reported to be highly calcified and required multiple pre-dilations and numerous attempts to position the stent across the lesion prior to the successful deployment. Ivus confirmed that the stent was apposed to the vessel wall. Approximately fifteen minutes post procedure, the patient developed chest and pain and EKG changes. An angiogram confirmed an acute stent thrombosis. The angiogram also showed a possible dissection immediately proximal to the newly deployed stent. A thrombectomy catheter was inserted into the patient and the thrombus was resolved. It was reported that the procedure was successfully completed. No other clinical sequelae were reported.